Manufacturer narrative:
The single-use device (implant) was deployed under normal conditions.

Event description:
On (B)(4) 2019, neotract was informed by the patient's son that his (B)(6)-year old father underwent prostatic urethral lift (pul) without complications in (B)(6) 2018. It was reported that the evening of the procedure, patient experienced bleeding and was admitted to the hospital for treatment. He was catheterized for urinary retention and hospitalized for a total of four weeks. It was reported that at some point, patient became unable to walk due to his weakened state. Patient was then discharged. There is no information related to the previous state of health of the patient. At some undetermined date, it was reported that patient was admitted to a nursing home for rehabilitation. It was also reported that while at the nursing home, patient experienced a stroke and expired. No additional information was received to clarify the events despite the company¿s multiple attempts to contact patient's son.